Event description:
A (B)(6) male patient's wife contacted zoll customer support to report constant check belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt alarms) has been confirmed. Upon evaluation, the electrode belt was not properly detecting a patient¿s rhythm. The cause for the improper detection is a damaged green wire (electrode discharge). The cause for the damaged green wire is a damaged cable connecting the distribution node to ECG electrodes c and d. The cable grommet was pulled from the dn. The root cause of the damaged cable cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.